Manufacturer narrative:
Additional info: visual review confirms rod breakage. Rod bender witness marks noted near fracture surface. Fracture surface examination identifies a quasi-brittle fracture with directional river lines and a large shear lip identified, which is consistent with overload. Dimensional inspection confirms conformance to print specification. Chemical and mechanical properties unable to be verified due to unknown lot number. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion. It was reported that the rod was implanted and broke while being bent. The rod was removed and replaced with a new rod. No patient complications were reported.